Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device "cannot defibrillate". The patient involved was reported to have experienced no harm or adverse patient impact and there was no report of any action taken after the device could not defibrillate.

Manufacturer narrative:
In response to a request for additional information, the field service engineer (fse) clarified that there was no patient involved in the event.